Event description:
It was reported that the patient's scs ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue, deeming the ipg inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, resolving the issue.